Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event. It is not specified whether or not the patient followed the proper post-op procedures.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/10/2025, arthrex regulatory reported via email that a clinical study review identified a case involving recurrence of genu varum deformity. The patient experienced collapse of the osteotomy, associated with non-union and a superimposed infection. Progressive loss of angular correction became more noticeable when comparing serial follow up radiographs to the immediate post-operative images, as small incremental changes in alignment may have otherwise been overlooked following a procedure using ibalance hto.